Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment presented biometry results different than expected during the exam. The customer rebooted the system and equipment worked properly. The exam was completed with no impact to the patient.